Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-dec-30. The patient's identifying information provided. It was reported that the pump was refilled and the issue was resolved. No surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-nov-18 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that the clinic was not able to reach the patient and the patient did not come in for their refill appointment. The pump reportedly went dry 15 days ago (relative to the date of report) and the patient did not experience symptoms. The hcp was potentially looking at doing a revision due to the lack of symptoms. No further complications were reported or anticipated.